Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died three days after the implant of a leadless implantable pulse generator (ipg) device. While in the hospital, it was noted that the battery longevity measurement was showing less than expected. Additional information related to the cause of death was requested and not received.